Event description:
It was initially reported that the surgeon pulled the catheter out of the intrathecal space during a surgery not related to the infusion system. The surgeon was to leave the catheter coiled up and have it revised at a later date. It was later informed that the "pump was not reinserted and will be re-implanted at a later date." Pt signs and symptoms were not known.

Manufacturer narrative:
(B)(4).